Manufacturer narrative:
(B)(4) .

Event description:
It was reported that while the pt was sleeping, at around midnight, he began to get "electrocuted" by the neurostimulator. This continued for 10 minutes while they were looking for the pt programmer to turn the device off. Add'l info was requested.